Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer amulet left atrial appendage occluder was implanted. No intraprocedural adverse events were reported. On (B)(6) 2022, a transesophageal echocardiogram (tee) was performed during follow-up, and it was discovered that the device had embolized. On computerized tomography (CT) scan, the device was at the descending aorta and renal junction of the abdomen. The patient was asymptomatic and stable throughout this event. The device was then extracted successfully on (B)(6) 2022, and the patient was reported as stable following the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migrated was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received that during implant procedure, the defect was sized with a transesophageal echocardiogram (tee). The cause of the embolization was thought to be due to hyperdynamic left atrial appendage. The patient remained hemodynamically stable throughout the procedure on (B)(6) 2022, of when the amulet was removed. The patient did not experience any symptoms.